Manufacturer narrative:
(B)(4). Event date unknown. Concomitant medical products: us157852 ¿ m2a magnum cup ¿ 429570; 139256 ¿ m2a magnum taper ¿ 536740; 11-103208 ¿ taperloc femoral stem - 184090. Therapy date: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -11149.

Event description:
It was reported that patient reports elevated metal ion levels, pain, tissue and bone destruction, metal wear, metal poisoning, and limitations to daily activities at an unknown amount of time post implantation. No revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b3; b5; d6b; d9; g3; e1; e2; e3; h2; h6 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right hip revision approximately 12 years post implantation due to pain, elevated metal ion levels, metal wear, metal poisoning and limitations to daily activity. Attempts have been made an no additional event information is available at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: remove type of investigation code 4114: device not returned visual examination of the returned product identified the head to be assembled with the taper insert upon receipt. There is scuffing inside the taper of the insert. A large scrape runs across the apex of the outer radius of the head and is scratched/scuffed such that the finish has become dull. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
No additional information received.